Event description:
It was reported in a service report that a cot tipped with a patient onboard while the cot was loaded into the ambulance. Allegedly one of the operators sustained abrasions. No patient injury reported.

Manufacturer narrative:
The device was examined and it was determined that while an IV pole socket was bent, this would not contribute/cause cot tip. The customer reported that the tip occurred when the cot was lifted up in the ambulance. It is likely that the customer did not stabilize the cot as specified in the operations manual.